Manufacturer narrative:
A1-a4- patient information unavailable from site h3) the manufacturer representative went to the site to test the imaging system. It was confirmed that dash rev1.6 was 13vb, so malfunction of the battery tray 3 was judged and replacement of the battery tray 3 was performed. When confirmation was made after the replacement, the current did not increase, so it was judged that the charger also malfunctioned. Replacing the charger was tried, but the new charger had initial failure.when the box of the new charger was opened and the part was lifted up, the capacitor dropped. In addition, the frame of the charger was deformed, and 3 boards inside were stuck diagonally. The rep had to repair the product in front of the customer and only the board 5 and 9 were replaced with old boards. After that, when confirmation was made again at dash, normal value was confirmed. Normal operation was confirmed at the operation check and it was completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D11/h2: section d information references the main component of the system. Other relevant device(s) are: kit svc o2 bi71000175 enclosure charger, lot # rev. 2 : s/n (B)(6) d10/h2/h2/h6: the enclosure charger was returned for analysis. Visual inspection confirmed damaged components.charger card fykw2 was missing capacitors c2, c9 and c14 and charger card fyl9m had a loosely seated capacitor c2. Codes 10, 120 and 4307 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: b i71000163, serial/lot #: (B)(4), ubd: 14-jan-2050, UDI#: (B)(4). Patient information unavailable at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. Hardware parts were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a soft tissue ablation procedure. It was reported that the beep sound was noted from the image acquisition system (ias) during the procedure and "low battery" was displayed on the control panel. The procedure was continued and completed successfully with the use of the imaging system as it was. The was no delay to the case and no patient impact.